Event description:
It was reported that during a meniscus repair surgery, the push button of the fast fix 360 was jammed during t1 deployment, it could not be advanced and deployed. The procedure was successfully completed with a surgical delay greater than 30 minutes using a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case (B)(4) . (Medical device problem code). The reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual evaluation of the device showed it was returned in the original packaging. The t1 is off the needle but still attached with the suture. The t2 is still on the needle. The needle is bent immediately in front of the t2. The actuator is in the pre-t1/post-t2 position. A functional evaluation of the device showed the actuator will cycle to the tip of the needle but will not return past the bend in the needle so it cannot pick up the t2. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include contact with another source or stress on the needle., excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the pushbutton of the fast fix 360 was jammed during t1 deployment, it could not be advanced and deployed. The procedure was successfully completed with a surgical delay greater than 30 minutes using a back-up device. No further complications were reported.per investigation a bent needle was found.